Manufacturer narrative:
Follow-up #1 (6/19/2013) -device evaluation: the meter and usb cable involved with this complaint has been returned and evaluated by lifescan product analysis on 6/10/2013 and 6/11/2013 respectively, with the following findings: the meter failed testing. A contact issue was found where a piece of paper was affecting the spc pin contact. In addition, the usb cable was tested with no faults found, and the complaint was unable to be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.